Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to impedance abnormalities. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction : the initial MDR submitted on march 05, 2026 was filed inadvertently. No device explantation has occurred.